Manufacturer narrative:
A1: patient identifier: requested, not available due to privacy. A2: date of birth: requested, not available due to privacy. A3b: gender: n/a. A4: weight: requested, not available due to privacy. A5: ethnicity: requested, not available due to privacy. A6: race: requested, not available due to privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: requested, unknown. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the insertion process, the angio-seal collagen fleece could not be adequately pressed down using the tube and remained protruding from the patient. Consequently, the vcd was removed, and manual compression was applied instead. The product has been discarded and will not be returned. There was no harm to the patient. Manual compression was applied following a right femoral artery puncture. The patient was hospitalized due to this event and is currently stable with no adverse consequences. Additional information was received on 21 aug 2024: hemostasis was successfully achieved using a pressure bandage. The procedural sheath utilized was 6fr. There were no difficulties encountered with arterial access, sheath, guide wire, or catheter insertion. An angiogram was conducted prior to use. Blood loss was minimal, less than 250ml. The patient remained stable throughout the procedure. No extra medical devices were used with the reported vascular closure device (vcd).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for collagen exposure above the skin. The exact root cause cannot be determined. The likely cause was determined to have been thin patient anatomy or subcutaneous deployment resulting in collagen exposure above the surface of the skin. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).